Manufacturer narrative:
Suspect device not available to eval. Incident was not reported to mnav, however, follow-up with surgeon was conducted after receiving medwatch user facility report. Surgeon indicated that he is not aware of any impairment as a result of the pin not being removed from the bone.

Event description:
Fixation pin broke off in femur during surgery. Surgeon opted not to remove broken portion from bone to avoid damaging femur.